Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.1 and 3.2 pyxis bus module control board (pmc) and retractor band was faulty. A field service engineer (fse) upon arrival enhanced half height drawers 3.1 and 3.2 were not detected on bus. Inspected and found no lights on pmc board, powered down station, tested drawer controller board works well, then replaced pyxis module controller board (pmc) board. Upon reboot found data light for drawer 3.2 was off, then replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 and 3.2 were failed and it was not detected on bus. The customer tried to reboot but issue not resolved and also mentioned that lights were not appearing for drawers. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.